Manufacturer narrative:
Sc-2317-50 (sn: (B)(6). The returned leads were analyzed. The allegation of high impedance has been confirmed. The investigation confirmed that the cause of the broken cables was due to mechanical stress from possible flexing of the lead at the exit point of the clik x anchor. Therefore, the probable cause selected is cause traced to component failure.

Event description:
It was reported that the patients leads had high impedances. The patient underwent a revision procedure wherein the percutaneous leads were replaced with a paddle lead. The patient was doing well postoperatively.

Event description:
It was reported that the patients leads had high impedances. The patient underwent a revision procedure wherein the percutaneous leads were replaced with a paddle lead. The patient was doin g well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 5070240.